Event description:
It was reported that during an angioplasty procedure through right internal jugular vein, the pta balloon allegedly had a pin hole rupture after five inflations. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two photos were provided and reviewed. The first photo shows the atlas gold balloon. Frayed fibers are noted on the balloon. The second photo shows the atlas gold balloon. A pinhole rupture is noted on the balloon. Therefore, based on the submitted photos, the reported uncomplicated pinhole balloon rupture and identified material frayed can be confirmed. One atlas gold pta dilatation catheter was returned for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. Under microscopic evaluation at 50x, a pinhole rupture, frayed fibers and fiber disturbance were noted. Therefore, the investigation is confirmed for the reported uncomplicated pinhole balloon rupture since a pinhole rupture was noted on the balloon under microscopic evaluation. The investigation is confirmed for the identified material frayed since frayed fibers were noted on the balloon under microscopic evaluation. A definitive root cause for the alleged reported uncomplicated pinhole balloon rupture and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiration date: 06/2024.